Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and required replacement. The field service engineer (fse) removed and inspected both drawers, including inspection of the back of each drawer and all associated connections. The interface controller cards and the controller cards for drawers 2.1 and 2.2 were replaced. The drawers were reinstalled, and the unit was rebooted. Drawer configuration and functional testing were performed. Both drawers were recognized by the system and passed all diagnostic and application tests. The customer tested and verified proper operation. Preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and needs to be replaced. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.